Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the presenting electrogram (egm) showed atrial undersensing which resulted in inappropriate atrial pacing. The right ventricular automatic threshold (rvat) egm also showed atrial undersensing. Programmer assessment was recommended. The device remains in service and no adverse patient effects were reported.